Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No sticking button noted. The insulin pump had motor error alarm during occlusion test and unable prime due to faulty force sensor resistor (gold). The insulin pump had cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 273 mg/dl. She states the buttons were sticking and then he received a button error. Troubleshooting was not able to resolve the issue and advised the pump would be replaced. The customer wife called back stated the pump was working fine and reconnected the customer. The customer blood glucose level was 400 mg/dl. She was advised to disconnect the customer and should not connect the customer for any reason. The customer's wife was advised to revert to a backup plan. The wife called back day's later (B)(6) 2014 and stated the customer was in the hospital for a non-diabetes related reason. She states the customer had not been eating and could not keep food down. He was hospitalized due to dehydration, nausea and vomiting. She declined troubleshooting and states the pump is working fine. The device will be returned for analysis.